Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at t11 with fracture and s1 with pseudoarthrosis noted. Patient refused revision procedure.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. H6: a review of radiographic images show ap and lateral preoperative views show degenerative disc disease with degenerative spondylolisthesis grade I at l3, severe disc collapse at l5 and degenerative scoliosis, apex left centered on l4. Stenosis is reported. Postoperative films show construct from t11 to s1 with pedicle screws, and crosslink. Interbody devices are seen at l4 and l3. Position of implants appears excellent. Subsequent films report failure of fusion at l5 with loosening of s1 screws as well as compression fracture and screw loosening at the upper end of the construct. Patient has refused further surgery. Although the surgery was appropriate given sufficient patient distress, it nevertheless is a high risk case prone to pseudoarthrosis and failure.